Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd phaseal¿ injector luer lock n35j has been found containing foreign matter during use. The following has been provided by the initial reporter: white smear was on the blue part and inside of the injector.

Manufacturer narrative:
H.6. Investigation summary both photos and one sample were provided to our quality engineer for evaluation. Through visual inspection, a white powder was observed on the injector surface. As the lot involved in this incident is unknown, a device history review could not be performed. The powder was evaluated using a microscope and was identified to be talc, which is approved for use to help facilitate movement of the product through different stations of the manufacturing machine. Phaseal products are manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room. We perform inspections and clearly defined cleaning procedures after production of each lot. A project has been initiated to improve the cleaning process conducted assembly machines. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It has been reported that one bd phaseal¿ injector luer lock n35j has been found containing foreign matter during use. The following has been provided by the initial reporter: white smear was on the blue part and inside of the injector.